Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the ultrasonic image is missing on a olympus ultrasound gastrovideoscope. The event was found during maintenance. There was no patient involvement reported.